Event description:
Right-hand intermediate siderail not latching properly.

Manufacturer narrative:
Technician disassembled and cleaned the latch assembly, and replaced a small spring. The action of the technician resolved the issue and the bed was operating within specifications. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.